Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer provided feedback that they are concerned about multiple events where red alarms have not been heard audibly. This is an overall concern regarding performance reliability and not regarding a particular event. There was no patient incident.